Event description:
Battery life depletes rapidly. There was no adverse impact to the customer¿s blood glucose level. The patient declined further follow-up with technical support at this time and is in the process of obtaining a new tandem device as their warranty has expired.